Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was placed on an in-house system and passed initialization but failed the roll intuitive motion. The housing was removed and found the instrument bearings corroded/contaminated at the back end. The roll brake bearing was found broken in the backend. Bearing breakage likely causing non-intuitive roll motion, as roll brake is no longer functional and bearing fragments may be interfering with roll motion. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken roll brake bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist stapler 45 instrument would not articulate. There was no report of fragments falling inside the patient and the planned surgical procedure was completed with no patient harm, adverse outcome, or injury.